Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as the issue did not cause the level to exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged.